Event description:
A malfunction alarm was reported, indicated by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump. Further, the customer was instructed to contact technical support if any malfunctions occur again, which they acknowledged and understood.